Event description:
Upon review by the manufacturer's investigation unit, it was found that the lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.